Manufacturer narrative:
It was indicated by the end user that the reported defective device is available for evaluation. To date, the device has not been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user, an evlt procedure of the great saphenous vein was successfully completed with this device. No issues were reported. Post procedure patient returned for a follow up, physician found a 2cm segment of the fiber optic in the gsv. The segment of the fiber was successfully retrieved with a snare. There was no harm or injury to the patient due to this event.